Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional events for this patient are reported on medwatch numbers 1825034-2016-01945 / 01948.

Event description:
Patient alleged unspecified complications approximately four months post implantation. No further information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.